Event description:
Multiple cartridge change errors were reported. Customer's blood glucose level did not exceed 500 mg/dl, thus remaining within a safe range. Customer continued to use the existing cartridge on the pump for insulin therapy.